Event description:
A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported the event continues. He reported the lens is in the bag and there is no posterior capsule opacification observed.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause can be determined at this time. Additional information was requested on 10/03/2011 by fax and mail. A completed questionnaire was received on 10/10/2011. (B)(4).